Event description:
(B)(4) has received an end user complaint about one of (B)(4) walkers. It's alleged that the user was holding a piece of firewood in hand while managing walking toward a fireplace using the walker. The walker leg allegedly snapped causing the user to fall. The user sought medical attention the next day and found out that his left hip was fractured. This MDR is based on the end user complaint.